Event description:
Information received from the field notes infection and erosion. Also reported was that the patient had poor skin integrity and took high doses of steroids. Diabetes and rhumatoid arthritis were also reported.